Manufacturer narrative:
Product complaint # (B)(4). Batch # p57f5n. Photo evaluation summary: one photo was provided. The picture shows the both halves of a device with a reload loaded. Some staple legs can be seen protruding. The staple height selector can be seen in the green position and the firing knob in the non-label side. What appears to be a piece of plastic can be seen on a side of the device. Based on the picture alone the event described cannot be confirmed. Please refer to device analysis for full analysis details. Device evaluation summary: the analysis found that one ntlc75 device was returned with no apparent damage and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 6 drivers up and the remaining drivers were down with staples present. This condition could be due to the device may have been partially fired causing the lockout to be set. Further investigation shows that the cartridge channel post was broken. No functional test was performed due the condition of the device. Although no conclusion could be reach as to what may have caused the found damage on the device, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo evaluation pending.

Event description:
It was reported: device breakage. During the laparoscopic radical gastrectomy for distal gastric cancer, when severing the stomach, the device was damaged as the photo shows, all the piece would be returned. Another device was used to complete the surgery. There were no adverse consequences to the patient.